Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial:(B)(4). , batch: a000132344.

Event description:
It was reported that the patient experienced a headache following an implant procedure on (B)(6) 2023. Further follow up indicated that the headache subsided and the patient is doing well. It is unknown which lead contributed to the issue.